Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded pacemaker mediated tachycardia episodes. In addition, the patient had shortness of breath and rapid heart rate. The boston scientific technical services consultant noted the presence of both atrial and ventricular arrhythmia episodes during the configured collection period, with the atrial rate being greater than the ventricular rate, possibly indicating a rapid ventricular response due to the atrial arrhythmia and presenting electrogram showed that this crt-p operated as programmed. In addition, the symptoms reported that correlated the episodes which stored in device. As of this time, this crt-p remains in service. No adverse patient effects were reported.